Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy at the expected level. In this state wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not deliver defibrillation energy at the expected level. In this state wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.